Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of the polyflux 140h set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two photographs were provided for evaluation. The returned photographs were reviewed, and it was noted that the product was wet after priming which suggested a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.